Manufacturer narrative:
(B)(4). UDI (B)(4). The customer reported only seeing dashes on the ccm and no error messages. The flow sensor was positioned after the oxygenator. During laboratory analysis, the product surveillance technician (pst) connected the flow sensor to a lab use only flow module, aps1 and conducted water loop testing. At 1800 rpms he observed a reading of 10.00 liters/minute on both the ccm and centrifugal module. The readings remained stable when the cable was agitated. The sensor was tested for three hours with no issues observed. The sensor was removed from the unit and put into a cold chamber. It was tested for an additional five hours with no issues reported. A replacement device was sent to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly. This complaint is related to (B)(4) / medwatch #1828100-2017-00454.

Event description:
It was reported that before use of the device for a cardiopulmonary bypass (cpb) procedure, the flow sensor was not reading any flow. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: prior to going on bypass, the flow sensor was not reading any flow and showed dashes on the central control monitor (ccm), even though the pump was on and the rpms were above zero. Since they were not on bypass, the clinical specialist instructed the team to change the flow probe out with a second flow probe from the a new advanced perfusion system 1 (aps1), and they attempted to attach that sensor to the aps1. This second flow probe had pins that were bent and the flow probe was not able to be attached to the flow module. The team used a third flow probe and was able to confirm flow of the prime in the circuit. The system was then used for cpb. This incident did not delay the surgical procedure. There was no harm, nor blood loss, for the flow probes were changed out prior to initiation of bypass.

Manufacturer narrative:
The reported complaint was confirmed via manufacturer's clinical specialist's observation. Per the clinical specialist, there was no obvious damage to the flow probe. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.